Event description:
The customer stated that the spo2 desaturation measurement went down to 38% (below set low limit) and the mp70 (m8007a) monitor did not alarm.

Manufacturer narrative:
A philips customer engineer went onsite to investigate the issue. He tested the monitor's parameters and found them to be functioning to design specifications. In addition, the hospital's biomedical engineer, performed a complete test on the monitor's alarms and parameters and found them to be functioning to design specifications. Alarm data from the site did not cover the time of the incident, but it did show that alarms were functional before and after the event.